Event description:
It was reported that, "explant of poly cup and orthinox head due to an apparent loose cup. Exeter stem was stable and stayed in but dr. Determined it necessary to remove head and cup."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report.